Event description:
It was reported that the customer was hospitalized twice for dka. There were no significant events noted prior to the incidents. The nurse called for assistnace with reviewing the basal rates. The customer stated that the basal rate was incorrect and an alarm occurred prior to the event. It was indicated that the customer was unsure of the last set change and what type of set they are using. The contact was advised to consult with md about the correct basal rates. No further details.